Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed wire fatigue that would have caused the driveline communication fault alarms observed in the submitted log files. The modular cable was functionally tested with the returned system controller (serial number: (B)(6)) on a mock loop for extended operation during which the modular cable was manipulated by hand, reproducing the driveline communication fault alarm. Continuity testing was performed using a digital multimeter, revealing that the green (com a) and black (ground a) wires had fluctuating resistance values with manipulation of the modular cable. Removal of the outer layers of the modular cable revealed that the green and black wires were completely fractured approximately 6" from the controller connector. The damage appeared consistent with repetitive flexing and fatigue over time. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot number: 7964004), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 2 ¿system operations¿ explains how to replace the modular cable. Section 5, ¿surgical procedures,¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6, ¿patient care and management,¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting,¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7 also addresses system alarm conditions, as well as the appropriate actions associated with each condition. Section 8, ¿equipment storage and care,¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4, ¿living with the heartmate iii,¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5, ¿alarms and troubleshooting,¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also address system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a driveline communication fault alarm. The ventricular assist device (vad) coordinator cleared the alarm and sent the log files for review. The alarm came back immediately. A review of the log file revealed driveline communication (a) fault. The vad coordinator checked the modular cable connection. The patient denied driveline trauma and water damage. The patient's modular cable and system controller were replaced. No alarms occurred after the exchange.